Event description:
Information was received that a smiths medical medex administration set had a crack in the hub connection. Patient was noted to have acquired an infection. A new sterile line change was done immediately. Antibiotics were administered and patient was transferred to surgical center.